Event description:
Patient stated that when she went to administer the medication, she turned on her machine and heard an unusual noise. Afterwards the machine would not function to deliver the medication. She was unsure what could have caused it as she followed the same procedure she normally used. Unknown if patient missed a dose. No adverse events reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.